Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to treat a right femur fracture; was explanted (due to an issue with the neck shaft angle alignment) and replaced with a dhs.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for eval. The root cause of the neck shaft misalignment is undetermined. The radiographic and a clinical data were reviewed by a sign orthopedic surgeon. The original sign im nail was explanted and replaced by a dhs. Sign fracture care international will continue to monitor these events as part of our post market activities.